Manufacturer narrative:
Method: device inspection and device history review. Results: the trial handle was confirmed to have a fractured tip upon visual inspection. The tip of the handle was found in the returned trial. No relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. The returned device was approximately 3 years old at the time of the event. Conclusion: the plausible root causes of the reported event are fatigue from normal wear and cantilever overload.

Event description:
It was reported that; the trial inserter was threaded into the 13x26x8 trial. The surgeon impacted the trial into the disc space. The trial handle snapped off inside the trial at the threads. He was able to remove the trial with a coker. He then put the implant in the disc space. Surgery delayed by about 5 minutes.